Event description:
During a procedure for treatment, the suture thread was broken. Another stent was used successfully to complete the procedure. It was reported that there were no complications for the pt.